Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm lost sensor and self-test failed. Customer's blood glucose at time of incident was 139 mg/dl. Customer stated the pump is not communicating with the transmitter. The customer found in alarm history a selftest failed alarm. The customer was advised that we will replace pump and sensor. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed a64 and had lost sensor alarm due to faulty electrical component on the radio frequency board. The insulin pump was received with minor scratched display window.